Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. The shock was delivered when the patient was taking off his shirt to undergo dialysis. The noise was reproduced in alternate and secondary vectors. It was not elicited in primary vector and review of the captured subcutaneous electrogram (secg) noted sensing measurements were appropriate. The patient was instructed to perform a patient-initiated interrogation (pii) the following week to evaluate for noise markers. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.